Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect bhcg, list number 7k78, that has a similar us product distributed in the us, architect bhcg, list number 6c21. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated that architect total bhcg reagent lot 79912jn00 was generating unexpected high reactive results. Patient (B)(6) generated an initial result of 26.73 miu/ml with a repeat result of 1.2 miu/ml. Field service was dispatched to inspect and service the architect. No impact to patient management was reported.